Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as fluid ingression on the pcb from the cracked return tube. Return tube and pcb were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not run or circulate water. There was no delay in therapy. There was no physical damage reported. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Section a: patient information and health effect - impact code were updated.